Event description:
The abbott m2000 is intended for use in performing nucleic acid testing in clinical laboratories. It is comprised of the abbott m2000sp and m2000rt instruments. The abbott m2000sp is an automated instrument for the extraction and purification of nucleic acids from samples prior to nucleic acid amplification on the m2000rt. A customer reported that the m2000sp did not power on. The abbott field service engineer (fse) checked the power supply and found potential evidence of fire. The fse reported that there were no problems with fuses on the electrical line. The customer did not report any visible fire or smoke.

Manufacturer narrative:
Inspection of the four fuses in the m2000sp power supply revealed that all four fuses were the correct fuse type. One of the four fuses was found to be open. By design, fuses open when the electrical current exceeds the specified current(amperage). Photos submitted by the fse show localized electronic component damage due to overheating. The fuse inspection determined that the power supply over-current protection circuitry functioned as intended. The electronic component failure that occurred in the power supply was contained within the enclosed power supply. An escalated complaint investigation is being performed for this issue.